Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving compounded baclofen(concentration 500 mcg/ml, dose 278.92 mcg/day) and morphine (concentration 4 mg/ml dose 2.2314 mg/day) and clonidine (concentration 900 mcg/ml, dose 503.06 mcg/day) via an implantable pump. The event date was unknown. A motor stall occurred for few days with no reason. Logs provided showed that a stall occurred on (B)(6), a stopped pump period may exceed tube set message was noted on (B)(6), stall recovery was noted on (B)(6) 10:03, the estimated elective replacement indicator was 35m. The pump was replaced and was to be sent back. There were no applicable factors that may have led or contributed to the issue. At the time of this report the issue was resolved, patient status was ¿alive ¿ no injury¿ there were no symptoms associated with the motor stall. No further complications were anticipated/reported

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2017-jun-08. It was reported that the device was returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis of the pump identified no anomalies. Eval code-result (B)(4) updated to 213 and 925. Eval code-conclusion 11 updated to 71. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction- eval code-method 37 should have been included in previous regulatory report. The code has now been added. If information is provided in the future, a supplemental report will be issued.